Event description:
Customer reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. After attempting various methods to charge the pump using the current charging supplies with no success, replacement charging components including a tandem mobi wall adapter, charging cable, and charging pad were sent to the customer via two-day shipping. Additionally, customer planned to contact their healthcare provider for guidance if the pump battery depleted before receiving the replacements.